Event description:
It was reported to boston scientific corporation (bsc) that a cre pulmonary dilatation balloon was used in the trachea during a balloon dilatation procedure to treat airway stenosis performed on (B)(6) 2025. During the procedure, a balloon dilatation was performed to a patient because of an airway stenosis. It was reported that the balloon burst in the trachea when it was inflated at 5 atmospheric pressure and with the handle specially used by boston scientific (bsc). No piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual inspection found that balloon portion was mechanically cut off and it was not returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was unable to be confirmed. The returned device was not returned with the balloon portion that had evidence of a mechanical cut in the catheter. The mechanical cut found in the device occurred due to procedural factors and the manner in which the device was handled and manipulated may have caused the encountered problems. Excessive manipulation of the device without enough care could have induced the problem found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation (bsc) that a cre pulmonary dilatation balloon was used in the trachea during a balloon dilatation procedure to treat airway stenosis performed on (B)(6) 2025. During the procedure, a balloon dilatation was performed to a patient because of an airway stenosis. It was reported that the balloon burst in the trachea when it was inflated at 5 atmospheric pressure and with the handle specially used by boston scientific (bsc). No piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.